Manufacturer narrative:
Continuation of medical devices: 5076-45 lead implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) wrench was unable to engage with set screw. It was also noted that the right ventricular (rv) lead impedance was undefined and exhibited no capture. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.